Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that dirt in the usb port resulted in the customer experiencing difficulty charging the pump . There was no reported impact to customer's blood glucose level. Customer continued to use the pump for insulin therapy.